Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-02028. The patient received a surgical lead and percutaneous lead as part of her scs system for low back and bilateral leg/foot pain. It was reported, the patient experienced a fall and subsequently her stimulation changed. Reprogramming efforts were unsuccessful at resolving the issue. X-rays revealed the percutaneous lead had migrated about 12 mm. It was reported, there are no plans to perform a revision of the leads at this time.